Manufacturer narrative:
The following repair diagnostic codes were identified: (1) gap between insulation and tip of shaft. The following service codes were identified: (1) replaced handle. This does confirm the alleged failure mode of insulation failure. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The following repair diagnostic codes were identified: gap between insulation and tip of shaft. The following service codes were identified: replaced handle. This does confirm the alleged failure mode of insulation failure. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life.

Event description:
It was reported that the insulation had been compromised.